Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was asleep and woke up due to pain in her arm and she decided to remove the wearable early and inserted a new one in the other arm. She developed redness and inflammation at the insertion site and the swelling extended beyond the patch perimeter. On the same day, the patient and her partner went to the emergency department (ed) and decided to call dexcom's technical support while they were there to report the issue. The patient mentioned she was discharged home on the same day with a prescription of oral antibiotic medication (keflex unspecified dosage, four times a day for 10 days) and over the counter pain medication (tylenol tablets as needed) and was advised to apply a hot compress to reaction area. At the time of the report, the patient still had pain in the area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).